Event description:
It was reported to philips the device shut off while monitoring a patient, lost connectivity with the battery, and had bent battery pca pins. The device was in use on a patient and there was no adverse event to patient or user.